Manufacturer narrative:
No further information is expected for this specific event, and the case is considered closed.

Event description:
Customer complains broken membrane five minutes after patient connection during the first use. Blood flow rate: 200ml/min. Tmp: 100mmhg. No blood loss. No medical intervention.